Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touch screen became shattered; subsequently, customer could no longer interact with the pump. Customer's blood glucose was approximately 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.